Event description:
The customer reported to olympus, 4k camera head produces image with color stripes. The issue was found during reprocessing for an unspecified procedure which was completed using the same device. There was no harm to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image with color stripes was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.